Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed during product evaluation in the pump's event history. The root cause was assigned to a communication error where a reset manual tube release set event occurred immediately after a power off event. No further action was needed to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, a baxter quality engineer determined the root cause of the reported problem was assigned to a software failure. The failure code is not attributed to a hardware defect and was not reproduced after cycling the power to the pump. This does not require any remediation or hardware component replacement.